Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test and found transfer guard no leakage anomaly during filling. Evaluated one open or used reservoir. Performed pre-fill reservoir test and found transfer guard no leakage anomaly during filling.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir had leak. The customer¿s blood glucose level was 176.4 mg/dl at the time of the incident. Leak was occurred at rubber o rings. The reservoir will be returned for analysis